Manufacturer narrative:
Investigation results: a wallflex¿ biliary stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed. The clear outer sheath was noted to be kinked and accordioned. The inner shaft was kinked at multiple places and the stent was no longer connected to the stent holder. This is likely related to the extensive damage seen to the clear outer sheath, and would prevent reconstrainment, confirming the reported event. There was no issue with the stent holder or stent. It was possible to manually deploy the device. No other issues were identified during the product analysis.   Device analysis determined that the condition of the returned device was consistent with the complaint incident. The noted damage to the returned device was consistent with excessive force being applied during deployment and is likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that two wallflex biliary rx uncovered stents were used to treat a malignant stricture during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was not tortuous. According to the complainant, during the procedure, the physician attempted to deploy the first wallflex biliary stent (the subject of MFR. Report # 3005099803-2016-03167) but it was difficult. The physician attempted to reconstrain the stent to reposition it but was only able to reconstrain 50% of the stent. The delivery system was damaged after making several attempts to reconstrain the stent and the partially deployed stent was removed from the patient. A second wallflex biliary stent was inserted (the subject of MFR. Report # 3005099803-2016-03206); however, there was again difficulty deploying the stent and the stent was unable to be reconstrained. The partially deployed stent was removed from the patient. The second stent was able to be reconstrained outside the patient; the physician then reinserted it into the stricture and was able to be fully deploy the stent in the desired location. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The physician suspected that the channel of the scope (3.2mm diameter jf-240) was a contributory cause of the deployment issue.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that two wallflex biliary rx uncovered stents were used to treat a malignant stricture during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient's anatomy was not tortuous. According to the complainant, during the procedure, the physician attempted to deploy the first wallflex biliary stent (the subject of MFR. Report # 3005099803-2016-03167) but it was difficult. The physician attempted to reconstrain the stent to reposition it but was only able to reconstrain 50% of the stent. The delivery system was damaged after making several attempts to reconstrain the stent and the partially deployed stent was removed from the patient. A second wallflex biliary stent was inserted (the subject of MFR. Report # 3005099803-2016-03206); however, there was again difficulty deploying the stent and the stent was unable to be reconstrained. The partially deployed stent was removed from the patient. The second stent was able to be reconstrained outside the patient; the physician then reinserted it into the stricture and was able to be fully deploy the stent in the desired location. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The physician suspected that the channel of the scope (3.2mm diameter jf-240) was a contributory cause of the deployment issue.